Event description:
The initial reporter stated they received discrepant results for one patient sample tested for creatinine on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The specific creatinine reagent used was requested, but not provided. The sample initially resulted in a creatinine value of 9.04 mg/dl. The value was not believable according to the customer. The sample was repeated on a second analyzer, resulting in a value of 2.45 mg/dl. The creatinine reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer found leaking valves on the detergent unit. The leakage was repaired and cleaned. The system was running again after these actions.

Manufacturer narrative:
The field service engineer changed the gear pump head. Valves were changed due to damaged fittings from the leakage. The sample and reagent probes were adjusted. The cuvette washing and rinse were checked; these were ok. The investigation determined the issue was caused by the leaking wash valves.